Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's child reported that an ipg with "bad leads" was knowingly implanted into the patient resulting in the patient's death.